Event description:
Event date: in 2004. During surgery, pt received 2nd degree burns by the metal connector, where the metrix cable and the power cable are connected together. Pt was treated for burn with topical ointment and reported to be doing fine. Note: customer was not using company's light source or power cable.